Event description:
As reported by the edwards territory manager, during the transaortic tavr procedure, post successful valve deployment, the patient slowly lost pressure and went into cardiac arrest. Per report, the post deployment echocardiogram (tee) showed no effusion or rupture. The surgical team placed the patient on cardiopulmonary bypass (cpb) in an attempt to revive the patient but was unsuccessful. The patient was not able to recover and expired.

Manufacturer narrative:
Additional information provided by the hospital operative report and discharge summary indicated that 19 days prior to the procedure the patient was treated for respiratory distress and pulmonary edema but she was stabilized prior to the procedure. Post deployment, the valve appeared to be in excellent position with good transesophageal (tee) echo results. Per the device¿s instructions for use, complications associated with standard cardiac catheterization, balloon aortic valvuloplasty (bav), the use of bioprosthetic heart valves, and anesthesia include, but are not limited to, death (procedure-related, device-related, or unknown). In this case, the cause of death was not evident in the procedure report or discharge summary. No dysfunction of the edwards valve was noted and no specific procedural complications were discussed. There are multiple potential causes for the reported event, including the patient¿s age and complex medical history, as noted above. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.